Event description:
The recipient reportedly is a non-user of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and the electrode ground ring was migrated and damaged prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.